Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the covers and the umbilical bulkhead was loose. Once the manufacturing representative tightened the components, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used for a electrode and probe placement procedure. It was reported that during a case, motion calibration was prompted before taking images. When doing the calibration the gantry went straight up and the tube and detector had a lot of movement, but then the calibration message cleared. The gantry was replaced around the patient but would not move out anymore, so it was positioned by moving the entire ias cabinet. It was then seen that the outer panels were falling off. The umbilical port panel is also moving and not stable. In addition the image acquisition system (ias) was unplugged over the weekend, charged all day today and yesterday, did the rad and gain calibration and the system died. There was less than a n hour delay to the procedure. It was later noted that the system died after the manufacturing representative did the rad and gain calibration, but it was noted that the system was unplugged over the weekend and that it was charged all day today and yesterday.